Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath, locator hub, and sealed poly foil pouch were returned along with a plastic tray. Visual inspection revealed that there was no deformation observed the hemostasis sheath. The locator hub was completely broken at the distal end of the white hub. There was no sign of cutting or tear of the puncture locator. The distal part of the green locator tube was not returned. No other visual anomalies were noted. Based on the tpr investigation, the puncture locator is held in its place on the tray by placing the guidewire on top of the distal end of it what would have resulted in the proximal end being lose inside the header bag and with the handling after tray loading, it was going to be a self-evident nonconformance. As per the tpr complaint investigation, the probability of the nonconforming puncture locator event was related to the manufacturing process is negligible. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in sections a and b5, the device return date in section d10, and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 13sep2019. The foil pouch was not opened; it was the very start of the procedure when the reported problem was found. The dilator mentioned initially is referring to the green locator (solid tube which to be inserted into sheath before locating the artery). The procedure performed was percutaneous peripheral intervention (ppi). A 6fr sheath was used. A pre-deployment angiogram was performed, and it was ok for use of the angio-seal. The patient was reported to be in stable condition. Hemostasis was achieved by another angio-seal device.

Manufacturer narrative:
Implanted date: device was not implanted explanted date: device was not explanted health professional: unknown due to unknown occupation. Occupation: requested, not provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device dilator was damaged/broken before taking it out of the packing. The break was discovered before the dilator was touched by anyone and before use on the patient.